Event description:
During remote follow up, high impedance was observed on the right ventricular (rv) lead. Damage was suspected but not confirmed. The rv lead was reprogrammed to resolve this event. The patient was stable.